Event description:
The customer tested his blood glucose using his contour meter and received a reading of 112 mg/dl. He retested within 10 minutes and received a reading of 292 mg/dl. The customer immediately called an ambulance after receiving the high reading and had to be hospitalized. The customer stated that he was injected with some type of medication every hour, but he wasn't sure if it was insulin. No other details were provided about the customer's hospitalization. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.